Manufacturer narrative:
Date of event - the reported event year is 2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. As soon as a contrast agent was used to see the pulmonary veins, the contrast agent came out of the hemostatic valve of the vizigo¿ sheath. The sheath was not visually broken; however, the contrast agent was observed to be coming out of the sheath. The sheath was replaced, and the procedure was completed without patient consequence. Additional information was received and it was reported that ¿the hemostatic valve was not leakproof anymore. ¿ the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 00001611 number, and no internal action related to the complaint was found during the review. Based on the mre, d 4. Expiration date and h 4. Device manufacture date have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).